Manufacturer narrative:
(B)(4). The pump was received with blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the battery tube, motor, vibrator and keypad assembly. The pump was unable to perform the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to blank display. The pump was received with scratched case and pillowing keypad overlay. There were cracks in the case behind the pump at the battery compartment, battery tube threads and minor scratches to the lcd window.

Event description:
It was reported that the device had cosmetic damages and blank display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.